Event description:
The customer reported an increase in low positive results on the sars-cov-2 target (late cycle numbers) when running the alinity m resp-4-plex on the alinity m instrument. The customer reported that they had a batch of 11 samples ((B)(6)) out of 25 samples on (B)(6) 2024 were reporting weak positive results for the sars-cov-2 target. The customer repeated the samples on a different analyzer (genexpert), and all results were negative. Cycle threshold (CT) values ranging from 27 upwards. The customer reported the same previous issue in (B)(6) 2024, and it was resolved by purging lysis and diluent after cleaning. Blank water samples and environmental swabs were run, where some samples were giving exceptions and others reported as positive. Through troubleshooting, the customer reported that the lysis buffer was potentially contaminated. The customer had run 10 samples of their lysis buffer that added to samples prior to going on the instrument. All ten samples were positive for cov-2 target only on the multiplex panel. There was no clinical impact on the patients but results were delayed due to having repeat them on another platform. None of the results were reported out of the lab.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m system, list 08n53-002, which is also us FDA approved. As the event occurred over multiple run dates, the following mdrs have been submitted with the following date of occurrences: 3005248192-2024-00136, occurrence date: 08/08/2024.

Manufacturer narrative:
Corrected: d1, d2, d4, h4, and h10 this incident is being reported to FDA because the incident occurred internationally using the alinity m resp-4-plex assay, list number 09n79-090, which is the same/ similar to the alinity m resp-4-plex assay, list number 09n79-096, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, retain/file sample review, a quality data review, and a complaint history review. Investigation is summarized as follows: customer data review the validity of runs was verified. The runs involving reported samples were valid, met assay specification requirements for sars-cov2 target, and no error codes or flags were displayed for 27 samples as well as for run controls. The amplification curves were normal for sars-cov-2 target and internal control for 27 sids. Retain/file sample review the file sample evaluation for alinity m resp-4-plex amp kit (list 09n79-090) lot 401861 was performed and all testing met the acceptance criteria with a passed disposition. The assay meets specification requirements, and no error codes or flags were displayed for the run controls. File sample testing for alinity m resp-4-plex amp kit (list 09n79-090) lot 401861 received a disposition of passed with a 100% specificity for the test. Quality data review device history record / batch record review: review of the manufacturing packet for alinity m resp-4-plex amp kit (list 09n79-090) lot 401861 (including the components) did not identify any issues which could result in the reported complaint. The quality control (qc) amp kit master lot testing for the alinity m resp-4-plex amp kit (list 09n79-090) lot 401861 met all validity and acceptance criteria. No issues related to the reported complaint were reported during qc testing. CAPA / non-conformance review: a CAPA lot search was performed to identify any existing internal quality records which could result in the reported complaint during production or internal use. The CAPA review for lot numbers 401861 & 4018611 had not identified any existing internal issues or nonconformances which may be related to the reported complaint. The part specific CAPA review did not identify any existing internal record or nonconformances related to the reported complaint for part 09n79. A product deficiency was not identified by this review. Complaint history review a complaint review was performed to identify any similar complaints to the ticket being investigated for alinity m resp-4-plex amp kit (list 09n79-090) lot 401861. Complaint trending was performed and did not identify a trend violation. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-090) lot 401861 was not identified.